Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2020-31883.

Manufacturer narrative:
Further follow-up confirmed that the lead that was truly explanted/replaced was submitted under MFR. Report#: 3006705815-2020-31883. In turn, the device initially reported under MFR. Report#: 3006705815-2020-31882 should not have been reported as a medical device report (MDR).

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-31883. It was reported one of the patient's leads had migrated. In turn, the patient underwent surgical intervention to address the issue. During the procedure, the doctor decided to explant and replace the lead that migrated. Both of the patient's leads are being reported because it's unknown when lead was explanted/replaced due to migration.